Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10, h11. Corrected fields: e3, g1(contact person).

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp unit for the reported " the machine had a loud alarm sound and then it turns off ", after verifying the logs the fse found the power-up test fail code #14 alarm. He calibrated the drive regulator, which corrected the issue. He was able to turn on the unit with no further alarms, he then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that during a routine check performed by the customer the cardiosave intra-aortic balloon pump (iabp) had a loud alarm when it was powered on. There was no patient involvement, and no adverse event reported.